Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ please clarify which packaging was found torn? ¿ was the sterility of the device compromised? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before opening the absorbable hemostat package, on (B)(6) 2023, it was found that the sterile package was torn already. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h3 product investigation. Corrected investigation summary : visual inspection was conducted on samples that pertain to product code 1961, lot tdb6001. The ethicon san lorenzo team performed a further analysis to determine if the complaint represent a defect/or a process deviation. According to the results: it was found that the pouch foil was torn. However, in the inspection of the damage under magnification, it was determined that the sterility barrier was not impacted. Visual inspection was conducted by ethicon san lorenzo team on samples that pertain to product code 1961, lot tdb6001. As a result of the inspection performed under magnification, it was determined that the sterility barrier was not impacted. However, as part of the process further evaluation was requested. The packaging engineer performed a dye rub testing to determine if the sterile barrier was compromised. As a result, one sample failed the dye rub test as the dye was observed to go through the pouch and onto the white paper. At this point the damage was confirmed as a package integrity failure due to a hole in pouch. No conclusion could be reached on the cause of the reported event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4. Device manufacture date. Additional information was requested, and the following was obtained: please clarify which packaging was found torn? The sterile package was the sterility of the device compromised? Yes. It is possible to affect the sterility of the device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.